Event description:
It was reported that approximately three years post vena cava filter deployment reportedly the filter was tilted with tow filter limbs perforating the ivc wall. A detached limb was reported in the hepatic vein. An attempt to capture and retrieve the filter and detached limb was unsuccessful. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient successfully had a filter placed in an infrarenal position via the right femoral vein after diagnosis of common femoral and deep vein thrombosis while at a burn center. Approximately three years seven months post filter deployment, CT scan performed for complaint of abdominal pain demonstrated a filter limb extending beyond the wall of the ivc with no other complication. An addendum was added to the CT scan stating that two days post CT scan, vena cava gram demonstrated left iliac thrombosis and ivc thrombosis above the filter. The patient had a chemical thrombectomy and placement of an infusion catheter from the left popliteal vein up to the level of the filter. Three days post CT scan, an aspiration thrombectomy of the right iliac and femoral veins was performed. Final venogram demonstrated near complete lysis of thrombus from the femoral and iliac veins with residual nonocclusive clot in and above the ivc filter. Approximately three years eight months post filter deployment, the patient presented for a scheduled filter retrieval attempt. The filter was tilted and two limbs perforating through the ivc. A linear metallic structure identified over the left aspect of the liver, which likely represented a detached filter limb in the left hepatic vein. Multiple devices and unsuccessful attempts were made at retrieving the filter. The procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege CT imaging demonstrated two limbs extending beyond the ivc wall approximately three years and seven months after implantation. Two months later, during an unsuccessful retrieval attempt, the filter was allegedly tilted with the apex against the ivc wall. Two limbs were reportedly perforating through the ivc and a linear metallic structure was identified over the left aspect of the liver. It was reported that the linear metallic object was probably a detached strut. Based on the medical record review, the investigation is confirmed for a tilted filter, perforation of the ivc, and an unsuccessful retrieval attempt. As the identity of the linear metallic object could not be confirmed, the investigation is inconclusive for a detached filter limb. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received - it was reported by the patient a vena cava filter was deployed after diagnosis of dvt/pe. After an unknown amount of time post filter deployment, the filter allegedly was identified to have tilted with perforation of filter strut(s), limb detachment within the left hepatic vein, and was unable to be retrieved. After an unknown amount of time post filter deployment, an unsuccessful percutaneous filter retrieval procedure was performed. The detached filter limb and filter remain implanted. Based on medical records received from the patient, it was identified approximately three years seven months post filter deployment, CT scan performed for complaint of abdominal pain demonstrated a filter limb extending beyond the caval wall. Two days post CT scan, a vena cavagram demonstrated thrombus within the left iliac vein and above the filter. The patient had a chemical thrombectomy and placement of an infusion catheter. Three days post CT scan, an aspiration thrombectomy of the iliac and femoral veins was performed. Final vena cavagram demonstrated near complete lysis of thrombus with residual nonocclusive clot in and above the ivc filter. Approximately three years eight months post filter deployment, the filter was demonstrated to be tilted and two filter limbs extending beyond the caval wall. Additionally a detached filter limb was identified in the hepatic vein. An unsuccessful filter retrieval procedure was performed with multiple devices. After multiple unsuccessful attempts at retrieval of the filter, the procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The filter remains implanted. Therefore, a device evaluation could not be performed. In addition, images were not returned. The result of the investigation are inconclusive and the definitive root cause is unknown.